Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's recharger unit was not communicating with their implantable neurostimulator (ins) nor were they able to charge it. This was noted to have occurred "a couple of days ago," approximately (B)(6) 2015. The patient stated that they saw the reposition antenna screen on the recharger unit. In addition, it had been a couple of months since the patient had charged their ins. It was unknown if their programmer would communicate with the ins as the unit was not available at the time of report. When contacted for follow up information, the healthcare professional (hcp) stated that they were not a patient in their office. Additional information received on (B)(6) 2015 reported that the patient saw the manufacturing representative regarding their recharging issue. They started a "reboot process" but they were not able to complete it in the office so the patient was given instructions to complete it at home. The patient had performed the reboot process 4 times already and "nothing happened." The patient was told to get "some replacement" because the patient was having problems with the recharger before. The patient didn't have a patient programmer. Additional information received from the patient on (B)(6) 2016 reported she was charging too frequently. The patient noted that after getting a replacement implantable neurostimulator recharger (insr) from the repair team, she had difficulties charging the ins and it was taking too long. The ins was not holding a charge as long as it did before. The charge would take 3-4 hours and it would only last a day. The patient noted that "being on the insr for that long was impossible." It was noted the patient had previous overdischarge events. There was poor communication on the patient programmer (pp). The patient was in overdischarge again. The patient had a rechargeable device, but was not able to communicate with the insr. The patient was going to follow-up with her hcp for a physician mode recharge (pmr). No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.